Manufacturer narrative:
The IFU lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, the exact cause of vsd could not be determined; however, in addition to procedural factors (e.g. Bav, prosthetic valve implant), patient factors (severe valve calcification, mild rood calcification) may have contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) tavi case registry, a membranous ventricular septal defect (vsd) occurred after transfemoral sapien xt valve deployment. Upon balloon aortic valvuloplasty (bav), the 23 mm balloon slipped as it was fully inflated; the operating physician found that the native valve was very stiff. A 26 mm sapien xt valve was deployed with 1 ml less than nominal volume and landed 60:40 aortic/ventricular (a/v) as intended. Blood pressure uneventfully recovered after rapid pacing was turned off. Post deployment transesophageal echocardiography (tee) showed a jet from the base of right coronary cusp to the right ventricle; an iatrogenic membranous vsd occurred. Since the shunt with qp/qs value of 1.7 was judged modest and the hemodynamics was stable without effusion, a conservative therapy was chosen for the vsd. Per the report, the annular diameter measured 23.6 mm by tee with severe valve calcification and mild root calcification. The diameter of sinus of valsalva (sov) and sinotubular junction (stj) measured 29.5 mm and 22.3 mm respectively. The ventricular septum was reported as moderately hypertrophic. Approximately, 10 months after tavi, the patient frequently visited the hospital with complaint of palpitation and shortness of breath. Approximately 12 and a half months after tavi, the patient was admitted to the hospital. Since qp/qs worsened to 2.98, shunt closure was planned. Approximately 14 months after tavi, the patient underwent a transcatheter closure of the iatrogenic vsd with a vascular plug. Intraoperative tee showed reduced shunt. The patient¿s condition improved after the operation. Since no abnormality was observe after reduction of diuretic, the patient was discharged 5 days after shunt closure.